Event description:
It was reported that remote transmissions with non-sustained lead noise episodes were observed. It was also noted that while the patient was exercising, the sinus tachycardia was intermittently being oversensed resulting in attempt to charge. Charging was aborted later on. Programming changes were recommended. Device remains implanted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.